Event description:
The customer reported that while running an hcv assay, summit sample handler, did not pippette the correct amount of reagent in well position f1 and no error message was given. A field service engineer was dispatched and duplicated the problem. Fse replaced #1 plunger clamp, collet and compression spring. No death or serious injury was associated with this event.